Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited pacing impedance measurements of greater than 3000 ohms. Technical services (ts) reviewed the rv impedance measurements and noted there were intermittent increases over the prior year. There were no stored episodes of noise. Technical services (ts) discussed continued monitoring with the health care professional (hcp). No adverse patient effects were reported. The lead remains in service.